Event description:
It was reported that during a service visit the device failed the electrical safety test for excessive pt leakage. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated and due to a leak from the fresh water hose the vacuum pump had gotten wet creating an electrical short which also made the rover fail the pt leakage electrical safety test. The cause of the damage to the fresh water hose is not known. The device was repaired and returned to service after it passed all functional and electrical safety tests.